Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, cleared it and had a motor position encoder error alarm. Customer cleared the alarm and was correcting the time/date settings when they got another alarm. The customer changed the battery and got a failed battery test. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer did not perform displacement test due to recurring failed battery test alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.